Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty experienced during removal of the lock line, which may lead to breakage and a portion of the lock being left in the anatomy and/or the need for intervention to remove the line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets and deployment steps were performed. After pulling the lock line 2/3 of the way out with normal forces, it was not possible to pull it further. The lock line was pulled with force and it was then possible to remove the rest of the lock line. The clip was implanted successfully. After removal, a small bulge was observed on the lock line, approximately 1 cm away from the end of the lock line. The clip was successfully implanted. One additional clip was implanted and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned and a knot was observed at approximately 8 mm from the end of the lock line. In this case, the reported irregular appearance on the lock line was likely referring to the knot observed on the lock line. The results of the returned device analysis indicated that there was no difficulty removing the lock line. The discrepancy between what was reported and what was observed is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. Potential causes for knots and difficulty removing the lock line were considered, including manufacturing, patient morphology/pathology and user technique/procedural conditions. The difficult to remove the lock line can be a result of manufacturing anomalies, such as damages to the lock line or obstruction in the lumen coils. Difficult to remove the lock line may be influenced by patient morphology/pathology such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture, which could result in increased tension on the device. Factors related to procedural conditions/user technique which can influence the formation of a knot in the lock line include the lock line unwrapping/removal technique of the plastic cover/polyimide tubing from both ends of the lock line or the line becoming twisted upon removal. Factors related to procedural conditions/user technique which can influence the difficulty removing the lock line include excessive curves on the device or by the lock line unwrapping technique prior to performing the removability test (formation of knots). All available information was investigated and a definitive cause for the knot and reported difficulty removing the lock line in this incident could not be determined. It is possible that during the unwrapping and removal process, the ends of the lock line may have become twisted, resulting in a knot during lock line removal; however this cannot be confirmed. It is also possible that there where procedural interactions (e.g. The patient anatomy and/or unwanted curves on the device) which caused difficulty removing the lock line; however this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.